Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a proximal marginal artery intervention, during deployment of the 2.25 x 18 mm xience xpedition stent at 12 atmosphere (atm), the balloon would not hold pressure and slowly deflated. The balloon was inflated twice to ensure the stent was well apposed to the vessel wall and the result was noted as very good. Outside the anatomy, a micro hole was noted in the balloon area. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.